Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle that the safety shield fell off and one of the safety shields was loose. The following information was provided by the initial reporter: potential serious safety events (psse): device failure - ma notified this rn of safety device failure on lab draw straight needle. Ma successfully completed lab draw. Then described the pink safety cover falling completely off when she attempted to engage the safety shield. Ma described being very mindful of sharps safety, carefully setting aside the used sharp and keeping it in view while completing draw. Disposed of sharp without incident. Rn and ma checked other straight needles in lab draw bucket. One of the safety shields was loose, but no other issues identified. Straight needle used is from becton, dickinson and company, USA 21g x 1-1/4" 0.8x32mm ref (B)(4).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle that the safety shiled fell off and one of the safety shields was loose. The following information was provided by the initial reporter: potential serious safety events (psse): device failure - ma notified this rn of safety device failure on lab draw straight needle. Ma successfully completed lab draw. Then described the pink safety cover falling completely off when she attempted to engage the safety shield. Ma described being very mindful of sharps safety, carefully setting aside the used sharp and keeping it in view while completing draw. Disposed of sharp without incident. Rn and ma checked other straight needles in lab draw bucket. One of the safety shields was loose, but no other issues identified. Straight needle used is from becton, dickinson and company, USA 21g x 1-1/4" 0.8x32mm ref 368607 500016981.